Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. During an ablation procedure for left atrial tachycardia with an intellanav mifi open-irrigated (oi) ablation catheter, after mapping the left atrium (la) with an intellamap orion high resolution mapping catheter, the physician performed two ablation sessions on the la anterior wall with the intellanav mifi oi catheter inside of zurpaz steerable sheath. A dynamic xt catheter was located in coronary sinus. After the second session, the patient's blood pressure dropped and the procedure was stopped. A pericardial effusion was noted and drainage was performed. After the drainage, and right before surgery for the pericardial effusion, the patient became stable spontaneously, so surgery was not required. The physician had no feeling of resistance by manipulating the catheter. The physician noted the problem was possibly caused by a combination of factors; the physician was not used to working with steerable sheaths, it was their first time using a zurpaz sheath with an intellanav oi ablation catheter. Also, the zurpaz sheath was too distal, making the intellanav oi ablation catheter more rigid during manipulation. Lastly, the substrate of the patient was likely particularly delicate in that area (la anterior wall). The devices were disposed of and will not be returned for analysis.